Event description:
It was reported that the patient underwent an explant of their superion indirect decompression spacer due to the spine becoming unstable post-procedure, and the patients pain returning. The physician determined that the patients unstable spine caused the pain. The device did not appear to be damaged or defective. There were not patient complications. The explanted device was disposed and therefore will not be returned.

Event description:
It was reported that the patient underwent an explant of their superion indirect decompression spacer due to the spine becoming unstable post-procedure, and the patients pain returning. The physician determined that the patients unstable spine caused the pain. The device did not appear to be damaged or defective. There were not patient complications. The explanted device was disposed and therefore will not be returned.